Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the crystal/oscillator/clock. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their adc meter did not turn on with strip insertion. The product was returned and investigated and a blank screen was observed. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.